Event description:
The ends of the vena cava filter flared out when trying to put it through the introducer. The filter was not used on the pt, but the introducer which is included in packet to the MFR was in direct contact with the blood of the pt.